Event description:
It was reported that the customer went to the emergency room with a blood glucose level under 30mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer required assistance delivering an injection to address bg (type of injection was not specified). Customer was treated in the ER but could not recall nature of treatment. The customer was released from the ER with the issue resolved later the same day. Reportedly, the customer reached out to their health care provider to update their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.